Manufacturer narrative:
Additional model information: concomitant medical device: the following device(s) was used in conjunction with the multigas unit: bedside monitor: model #: mu-651ra, serial #: (B)(4), device manufacturer data: 07/11/2013, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was not reading end tidal co2 during a patient case. The device was giving a line block error and that the wave for c02 was flat. The clinician removed the device and replaced it with another one to finish the case, no harm to the patient was reported. The bme is returning the device to nihon kohden for inspection.